Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on the morning of (B)(6) 2018 with blood glucose of 341 mg/dl at the time of the incident. The customer was at 330 mg/dl at the time of admission, and 235 mg/dl at the time of the call. The customer uses pump auto mode on their pump, but was not on it at the time of the low. The customer had a low the previous night and suspended the pump for too long, and wound up going high with ketones. The customer had a low on the night of (B)(6)2018 of 46 mg/dl and the customer used juice to treat the low. The customer experienced low symptoms such as sweating. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the high as the customer declined. Troubleshooting was completed for the low. Customer reported transmitter and sensor issues. The insulin pump will not be returned for analysis.